Event description:
On (B)(6) 2012, the pt reported that her infusion device was unusually hot and was uncomfortable to even hold in her hands because it was so hot. Before the infusion device became hot, the pt dropped the infusion device and it displayed e8 (power interrupt). The pt removed the battery and stated that the paper on the battery is scorched. She inserted a new battery and was successfully able to prime the infusion device. The pt stated that the spring in the battery compartment broke off a month ago, but she continued to use the infusion device by just inserting a battery on top of the broken spring. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested to be returned for eval.